Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis patient's contact reported the patient was admitted to the hospital on (B)(6) 2017 due to high potassium levels. The patient remained in the hospital and was treated with both hemodialysis and peritoneal dialysis, using the hospital cycler. The patient contact is unable to confirm whether the patient completed treatment on (B)(6)2017. A request for additional information has been made to the medical professional. The hospital course is unknown. The patients¿ husband stated the doctor believes the cycler is the issue for the potassium spike. The patients¿ husband requested the home cycler be replaced.

Manufacturer narrative:
The cycler was returned for evaluation, and an investigation was conducted by plant manufacturing. The exterior visual inspection showed signs of physical damage; the left front corner of the heater tray was noted to be touching the cycler cabinet. The load cell value and verification was not within tolerance; the failure was due to the left front corner of the heater tray touching the cycler cabinet. After adjusting the load cell the load cell value and verification was within tolerance. Mechanical evaluation found no issues. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Although there is a temporal relationship between use of the liberty cycler and the alleged hyperkalemia (high potassium level) and need for hospitalization. Based on lack of information received a potential causality cannot be determined. Additional information related to the patients¿ history, comorbidities, and hospital course is needed to determine any potential causality. Should additional new information be made available a follow up MDR will be submitted.

Event description:
A peritoneal dialysis patient's contact reported the patient was admitted to the hospital on (B)(6)2017 due to high potassium levels. The patient remained in the hospital and was treated with both hemodialysis and peritoneal dialysis, using the hospital cycler. The patient contact is unable to confirm whether the patient completed treatment on (B)(6)2017. A request for additional information has been made to the medical professional. The hospital course is unknown. The patients¿ husband stated the doctor believes the cycler is the issue for the potassium spike. The patients¿ husband requested the home cycler be replaced.